Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 10 mmol/l while sensor glucose value was 3 mmol/l. The customer reported low blood glucose event, treated with carb intake, happened when they were sleeping. Over delivery was alleged because sg showed 10mmol/l and pump kept delivering when bg in reality was 3mmol/l, so it is unclear what their bg was since they said 2 different values. The event involved product(s) mmt-7040c2. Customer declined to review. The sensor was worn for around 12 hours. Customer had some carbs and changed the sensor, this resolved the issue. Customer had been swimming in mediterranean sea earlier during the day and there had been some heavy waves. Customer suspects that maybe some salt water got in sensor string causing it to display incorrect values. Reminded that pump operates based on sensor values hence why it's been dosing despite customer on low. No product return is expected for mmt-7040c2.